Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely depressed sodium (na) and total bilirubin (tbi) results obtained on one patient sample on a dimension® exl¿ with lm integrated chemistry system and sample transfer module. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. The instrument data indicated improper sample aspiration for sample ID 221650403co. The event was isolated to sample ID 221650403co. Quality control was within laboratory ranges. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant falsely depressed sodium (na) and total bilirubin (tbi) results were obtained on one patient sample on a dimension exl w/lm stm system. The discordant results were not reported to the physician(s). The same sample was reprocessed on an alternate dimension system and higher results, considered correct, were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed results.